Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call their insulin pump had failed battery test alarm and keypad anomaly. The customer's blood glucose at the time of the incident was 200mg/dl. Customer declined troubleshooting for failed battery test. Troubleshooting for keypad anomaly was performed. Troubleshooting found button error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and up, esc and act buttons unresponsive due to corroded keypad traces. Unable to verify the failed battery test or perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corners, battery tube threads, reservoir tube lip, minor scratches and a cracked display window.